Event description:
A surgeon reported that on postoperative exam one day after intraocular lens (iol) implantation, he noted that one haptic was twisted in the capsular bag. He stated that the twisted haptic produced approximately 5 diopters of cylinder correction during postoperative refraction. One week after implantation, the surgeon re-positioned the lens and corrected the problem.